Event description:
While implanting screw in left great toe the screw went beyond cartilage. The doctor was unable to back out of bone with the driver tip as it appeared to be stripped. The screw head was also stripped per doctor. A carbide burr was then used to break a portion of the distal tip of the screw. Screw in position per doctor.